Event description:
A complaint was raised by one of co's employees, while demonstrating an invitro diagnostic (ivd) test for her-2/neu at two customer sites. The complaint reported the observation of granular and linear staining of breast cancer tissue secitons that were immunostained with the biogenex insite her-2/neu test. The control slides were also alleged to show similar staining patterns. Although linear staining is normal, granular staining may lead to misdiagnosis due to a false positive result. Subsequent preliminary in-house test to address this complaint had failed to reproduce this staining pattern. However, while investigating this matter, user facility discovered that procedures were not followed in the manufacturing process for this ivd device. As of february 2006, the company had initiated a voluntary product recall (via a removal) and also carried out a stock recovery, as well as ceased further distribution and manufacture of this device, in the interest of ensuring patient safety and welfare.